Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced multiple insulin flow blocked alarms due to occlusion on (B)(6) 2026 within three hours of insertion infusion set cannula was kinked and blood stained event resulted in high blood glucose level.